Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 11-jul-2018, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative regarding a patient receiving dilaudid (10mg/ml at 4mg/day) via an implanted infusion pump. The indication for use was spinal pain. It was reported that the patient had an unrelated procedure on (B)(6) 2019 to repair a wound on the patient's back. The catheter was inadvertently cut during this procedure. The pump was aspirated in office, and it was determined to be cut completely. The catheter was completely removed and replaced on (B)(6) 2019 and the issue was considered resolved. The pump remained implanted and in service and the patient's status was alive - no injury. No patient symptoms were reported and no further complications were reported or anticipated.